Manufacturer narrative:
Additional information was received that a decrease in right ventricular function and dilation were noted, with pulmonary hypertension. A gradient of 30mm was noted out of the conduit. The decision was made to change out the conduit as the patient was maximally treated for pulmonary hypertension. The valve and 25mm hancock conduit were both explanted via redo-sternotomy. The conduit was replaced with a 26mm aortic homograft, however gradient within the homograft was noted. Cardiopulmonary bypass (cpb) was resumed and the aortic homograft conduit was replaced with a 25mm hancock right ventricle (rv) to pulmonary artery (pa) conduit. No adverse patient effects were reported. (B)(4).

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Attempts to gather additional information from the site were made but unsuccessful. (B)(4)

Event description:
Medtronic received information that and unknown duration post implant of this bioprosthetic valved conduit, the conduit had failed to function as intended anymore. The failure of the conduit is unknown. The patient had a transcatheter valve implanted successfully with no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated description of event: medtronic received additional clarifying information that a transcatheter pulmonary valve (tpv) was implanted into this failed 25 mm hancock valve (serial number not provided). One year and two months post implant of the tpv, an echocardiogram revealed stenosis. A balloon aortic valvuloplasty (bav) was performed to reduce the stenosis. Approximately one year later, calcification, mild perivalvular leak (pvl) and a mean gradient across the valve of 27 mmhg with a peak gradient of 47 mmhg was noted. Because the chronic hancock conduit was pre-stented, the tpv could not be expanded beyond 18mm due to the conduit ring. The patient continued to have a gradient and severe pulmonary hypertension. The decision was made to explant the products as the patient was maximally treated for pulmonary hypertension. Subsequently, the tpv and 25mm hancock conduit were both explanted via redo-sternotomy. The conduit was replaced with a 26mm aortic homograft; however there was gradient within the homograft and was distal in its extent due to redundancy. Cardiopulmonary bypass (cpb) was then resumed and the 26mm aortic homograft conduit was replaced with a 25mm hancock right ventricle (rv) to pulmonary artery (pa) conduit. Post procedure, no adverse patient effects were reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted.